Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement tests; however, the unit was received stuck in a motor error loop during bolus and basal delivery. The presence of a motor position encoder error was also confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. Testing for unexpected restart errors, occlusions, and excessive no delivery could not occur due to the motor error alarms. The unit also had cracked casing at the display window corners and battery tube threads as well as minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that she had been hospitalized for a high blood glucose of 429 mg/dl. Her pump alarmed with motor error and she was unable to receive her basal and bolus deliveries. She was treated and her latest blood glucose reading was 195 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the customer mentioned that she had received a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.